Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure date was 04 jan 2023. The study device was implanted successfully to treat intracranial aneurysm in the left internal carotid artery-clinoid (c5 segment). There was no surgical delay or device deficiencies noted. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient inflammation¿ and ¿patient headache serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that post procedure with the subject flow diverter stent on 4-jan- 2023 patient developed 'moderate headache' following the procedure, which was as resolved with pain medication. The rationale for relationship to the study device was inferred as, 'flow diverter placement could cause headache'. The headache was reported to be possibly related to the study procedure, the study device, disease under study and underlying condition or disease. The 'headache' was resolved on 26-jan-2023. It was also reported that two days post procedure with the subject flow diverter stent on 6-jan-2023 the patients left eye became swollen and moderately painful, patient was put on two week course of dexamethasone medication. The swelling and pain in the left eye was reported to be possibly related to the study procedure and the study device. The rationale for relationship to the study device was inferred as possible venous congestion in orbit from mass effect from aneurysm as it thromboses. The swelling and pain in the left eye resolved on 24-jan-2023.

Event description:
It was reported that post procedure with the subject flow diverter stent on (B)(6) 2023 patient developed 'moderate headache' following the procedure, which was as resolved with pain medication. The rationale for relationship to the study device was inferred as, 'flow diverter placement could cause headache'. The headache was reported to be possibly related to the study procedure, the study device, disease under study and underlying condition or disease. The 'headache' was resolved on (B)(6) 2023. It was also reported that two days post procedure with the subject flow diverter stent on (B)(6) 2023 the patients left eye became swollen and moderately painful, patient was put on two week course of dexamethasone medication. The swelling and pain in the left eye was reported to be possibly related to the study procedure and the study device. The rationale for relationship to the study device was inferred as possible venous congestion in orbit from mass effect from aneurysm as it thromboses. The swelling and pain in the left eye resolved on (B)(6) 2023.

Manufacturer narrative:
The subject device is implanted inside the patient's vasculature.